Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-24. The issue was resolved. There was nothing the rep could see or determine to cause this. When the patient went in for their post op appointment the healthcare professional (hcp) was planning and moving the battery to create more slack. However, the patient said the leads no longer felt like they were pulling. The cause is unknown, but the issue seems to resolved itself on its own somehow. The information was shared with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products explanted: product type lead product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 05-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia and spinal pain. It was reported that the patient had their ins swapped out on (B)(6) 2019, but the leads were not replaced and were connected to the new ins. In post-op, the patient noticed the leads were pulling tight when they went to sit up and move in different positions. Additionally, they could feel the leads through the skin, which they were able to do prior to the replacement. The rep also could feel the leads through the skin. No environmental factors that could have contributed to this were known. Troubleshooting could not be performed by the rep, but the patient was scheduled to be evaluated by the physician on (B)(6) 2019, so the issue was not resolved at the time of the report. No further complications were reported or anticipated.